Manufacturer narrative:
Section h10: (h3) the disassembly reported was likely the result of not properly seating the locking screw which allowed for the screw to back out over time and led to subsequent disassembly of the glenosphere. Section h11: the following sections have corrected information: (b5) this is regarding an upcoming case that is scheduled for (B)(6) 2020. A patient received an exactech left reverse total shoulder. It was implanted on colorado. The glenosphere has become disassociated with the baseplate and needs to be replaced. The surgeon revised this case. Once in the shoulder, it was discovered that at initial implant, the locking screw had been cross-threaded. The head and poly liner were replaced. The patient tolerated the procedure well and the rep has the part to return. (D11) concomitant device(s): 320-15-05, 03154926 - eq rev locking screw humeral liner.

Event description:
This is regarding an upcoming case that is scheduled for (B)(6) 2020. A patient received an exactech left reverse total shoulder. It was implanted on colorado. The glenosphere has become disassociated with the baseplate and needs to be replaced. The surgeon revised this case. Once in the shoulder, it was discovered that at initial implant, the locking screw had been cross-threaded. The head and poly liner were replaced. The patient tolerated the procedure well and the rep has the part to return.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
This is regarding an upcoming case that is scheduled for (B)(6) 2020. A patient received an exactech left reverse total shoulder. It was implanted on colorado. The glenosphere has become disassociated with the baseplate and needs to be replaced. A surgeon will be revising this case on (B)(6) 2020 in (B)(6). Rep to contact us when the procedure is completed.